Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized while using the infusion device. The caller reported that the infusion device continued to display occlusion errors. The patient received occlusion errors for several days, in spite of changing the infusion set. On the day of the event, the patient received a blood glucose result of hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) on her performa combo system. The patient experienced elevated blood glucose symptoms of sickness, vomiting, and became unconscious. It was reported that the patient's mother attempted to treat her with insulin pens, and then called the emt's. The emt's arrived and tested the patient's blood glucose with her performa combo and the emt's device; both monitor's displayed a reading of hi mg/dl. The emt's treated the patient with serum and transported her to the hospital. The blood glucose result and treatment received at the hospital was not provided. The patient was hospitalized for one day. The infusion device was requested to be returned for product evaluation, however the patient has declined to return the device.